Manufacturer narrative:
See h6: pli 20: the returned device passed all testing in the laboratory and no anomalies were identified. Pli 30: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Coding was updated. The pump and catheter were returned but analysis has not yet been completed. A follow up report will be sent once the results are made available. Concomitant medical products: product ID 8780 lot# serial# (B)(6),implanted: (B)(6) 2019, product type catheter product ID 8780 lot# serial# (B)(6), product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/ml at 704mcg/day) via an implantable pump for unknown indications for use. It was reported that patient's pump and catheter were replaced (B)(6) 2024 and the old system was explanted. The patient's new daily dose of gablofen was 704mcg/day, concentration 2000mcg/ml.

Event description:
Additional information was received from a company representative (rep) via a healthcare provider (hcp) reporting that the inability to aspirate the catheter was not determined. A catheter revision was being planned to resolve the issue, but a date had not yet been set. The increase in leg spasm had not been resolved and would not be until the catheter was revised.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving (gablofen 2000 mcg /ml at 1,529.5 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had increase leg spasm despite gradual increases in her daily dose the past several refills. There were no known environmental/external/patient factors that may have led or contributed to the issue. The healthcare provider (hcp) attempted a catheter study but the hcp unable to aspirate from the catheter. Action/intervention: none. The issue was not resolved. The patient weight was asked but unknown at this time. The medical history was not available due to legal/confidential reason. The patient status was alive an no injury.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-jan-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 codes have been corrected and updated to reflect the previous information received correctly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.